Event description:
Total hip arthroplasty was performed on 05/23/88. Revision of the modular head and stem component occurred on 03/13/98, due to fracture of the stem component at the trunion where base of modular head connected. It was noted that the subject patient weighted approximately 230 pounds and was very active.